Event description:
Bed alarm was placed in bed and tested before patient got in bed and it did not alarm. The pad and the white wire that connects from the wall to the alarm box were found to be faulty. A different wire and another bed alarm were tested and worked.device #1is this a laboratory device or laboratory test?no.